Event description:
It was reported to boston scientific corporation that a flexima bilary stent was used during a stent placement procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the guide catheter stretched and broke. However, the stent was able to be deployed to complete the procedure. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece and no other damage was noted to the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age, gender, and weight are unknown. (B)(4) for the reported event of guide catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima bilary stent was used during a stent placement procedure performed on (B)(6), 2012. According to the complainant, during the procedure, the guide catheter stretched and broke. However, the stent was able to be deployed to complete the procedure. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece and no other damage was noted to the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The delivery system was returned for evaluation; the stent was not returned. The suture was found detached and was also not returned. Visual evaluation revealed the suture hole of the push catheter to be torn. The guide catheter was found stretched and broken. The broken guide catheter was returned stuck on a guidewire and could not be removed due to the stretching of the guide catheter. No damage was noted to the guidewire. Multiple kinks (suture impressions) were noted in the distal end of the guide catheter, indicating the suture embedded inside the guide catheter during the attempted deployment. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.